Event description:
Clinical study. Same pt as MFR# 6000089-2007-00166. It was reported that 20 days after a coronary drug eluting stenting treatment procedure, the pt expired. The pt was admitted for "cerebrovascular disease" and experienced a non q-wave myocardial infarction. 3 days later, the pt had a taxus express2 2.5x12mm drug eluting stent implanted in the saphenous vein graft (svg) of ramus to treat the focal in-stent restenosis of a previously placed taxus express2 drug eluting stent. 20 days after the procedure the pt expired due to "cardiac arrest". The pt was taking plavix and aspirin at the time of this event. The physician assessed the relationship of the event to the target vessel as unk. A relationship to the taxus stent was not provided. No autopsy was performed. No further info is available at this time.

Manufacturer narrative:
Device eval: the stent remains in the pt and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.